Event description:
Distal tip of soft tip catheter was absent upon removal of catheter. Dr performed the placement of the catheter. The sample will not be returned; however, a photo was supplied. No further info could be obtained.